Event description:
An anesthesiologist in our open heart surgery room reported that the medication removed from a drawer in the pyxis 3500 felt "warmer" than normal.vendor has examined the machine and there have been two conference calls made to the vendor by pharmacy staff - one revealing the problem to carefusion and the second to discuss mitigation issues to resolve the problem.temperature measurements were conducted at 3 points of the machine: drawer 2.1, drawer 2.2 and an external point on the rear of the machine. Ambient room temperature was measured as well, at varying times during the day for 3 days. Temperatures (in degrees fahrenheit) measured in the drawers ran from 4 degrees above ambient (room) to 13.5 degrees above ambient. In all cases, drawer 2.1 was 1 degree higher than drawer 2.2. Ambient temperature (room) ranged between 66.4 to 69 degrees at time of measurements.vendor has stated that temperature inside unit should stay within 9 degrees of ambient, but we believe this value was derived without anything in the drawers. Temperatures in our open heart room can range from 66 - 78 degrees. Based on that information, a 9 degree window on top of this takes several drugs outside the manufacturer's recommended temperature range for drug stability.